Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an erroneous noise coming from the controller was confirmed via the submitted video; however, the observed alarming in the video was unable to be reproduced during testing. The submitted video contained evidence of the system controller making abnormal sounds as if the controller was alarming when no alarm was visually active. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. A log file was also submitted for analysis. During the evaluation, the system controller was functionally tested and passed all steps without issue. The controller was connected to a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The power cables were manipulated with no effect or atypical alarms active. The controller was connected to battery power as well as a test mobile power unit and test power module while on the mock loop in an attempt to reproduce the reported event; however, the controller operated as intended. No atypical noises were coming from the system controller. The submitted log file and the downloaded log file from the returned system controller contained combined overlapping data spanning approximately 10.5 days (23oct2022 ¿ 03nov2022 per the timestamp). There were no notable atypical alarms active in the log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 20dec2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm and the patient¿s controller was exchanged on (B)(6) 2022 to one with updated software version 1.7 to assist with the backup battery fault. On (B)(6) 2022 log files from the newer controller were downloaded because the controller was making a high-pitched noise earlier in the day. This occurred on both the mobile power unit (mpu) and batteries. Technical services noted that there did not appear to be an active alarms associated with the noise. A controller exchange was performed and the log files did not note anything to activate an audible alarm. Related manufacturer's reference number for the backup battery fault controller: 2916596-2022-15056.